Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices¿ tubes were cracked, chipped and discolored. A customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and no reported event was observed in the received sample since met with the product specifications. A visual inspection was performed on the tube and no chipping, cracks nor discoloration were observed in the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.